Manufacturer narrative:
Pc-(B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Product code 130760142, lot number 5309160 the DHR analysis of the batch indicated shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Metaglene and glenosphere interface stripped wasting both implants. The implants did not perform as expected. Patient consequence? :yes. Patient consequence description:had to go down in size from 42 to 38 glenosphere. Action taken for procedure:use smaller glenosphere. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.